Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages / no signal on channels) has been confirmed. Upon investigation, there was corrosion on microprocessor u1 inside ECG electrode b. The cause of the check belt messages and lack of signal on both channels is the corrosion on u1. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event result from the damaged component. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) pt contacted zoll customer support to report frequent 'check belt' alarms. When customer support prompted the pt to download, customer support reported no signal on either channel. The pt was issued a replacement electrode belt.